Event description:
It was reported that asymptomatic patient presented remotely via merlin.net. Upon review of remote transmission it was noted that the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. As a resolution programming changes were made on (B)(6) 2025. There were no patient consequences.